Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and had dislodged. Additional information received from the field representative indicated that the dislodgement was confirmed via x-ray. The rv lead was abandoned surgically. No adverse patient effects were reported.